Manufacturer narrative:
Product complaint # (B)(4). Event date is unknown. This report is for an unk - guide/compression/k-wires/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the cannulated screw unknown guide wire tip broke off. It was unknown if there was a surgical delay. Procedure outcome and patient status are unknown. Concomitant device reported: unknown cannulated screw (part# unknown, lot# unknown, quantity 1). This complaint involves one (1) device. This report is for (1) unk - guide/compression/k-wires. This report is 1 of 1 (B)(4).